Event description:
It was reported that 6 venflon pro safety 14ga 2.0mm od 45mm l leaked during use. The following was reported by the initial reporter: "we received another complaint for vps with the following description: ¿we have experienced about 5 or 6 issues like this week. These defect injection ports cannot be sealed with a plug because of their defect, we can only seal them with a syringe. So we have an uncontrolled leakage of blood or infusion solution. We cannot accept this during a procedure because we cannot inject anymore, sometimes when the patient lies we cannot see the arms anymore . When patients are transferred to another hospital (like today at night) disconnections can occur. In all of these cases, lives of patients can be in danger for example because of blood loss. This is why we do not want to keep using the cannulas but change them. Ae question provided in the pir form attached in the attachments: erroneous results: the vein branching needle can no longer be used. Course of treatment changed due to event: thevvk was removed and replaced with a new one. Exposure to blood/bodily fluid: blood contact yes, employees are protected by gloves. Medical int. Other than first aid: a new cannula had to be inserted and the patient had to be punctured again. Safety issue: blood loss and time loss due to reapplication of a vvk the further administration of medication was interrupted."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for the leakage could be due to valve issue. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA# 1379444 raised.

Manufacturer narrative:
Initial reporter phone: (B)(6). "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9324921. Medical device expiration date: 2022-10-31. Device manufacture date: 2019-11-20. Medical device lot #: 0275522. Medical device expiration date: 2023-09-30. Device manufacture date: 2020-10-01. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 6 venflon pro safety 14ga 2.0mm od 45mm l leaked during use. The following was reported by the initial reporter: "we received another complaint for vps with the following description: ¿we have experienced about 5 or 6 issues like this week. These defect injection ports cannot be sealed with a plug because of their defect, we can only seal them with a syringe. So we have an uncontrolled leakage of blood or infusion solution. We cannot accept this during a procedure because we cannot inject anymore, sometimes when the patient lies we cannot see the arms anymore . When patients are transferred to another hospital (like today at night) disconnections can occur. In all of these cases, lives of patients can be in danger for example because of blood loss. This is why we do not want to keep using the cannulas but change them. Ae question provided in the pir form attached in the attachments: erroneous results: the vein branching needle can no longer be used. Course of treatment changed due to event: the vvk was removed and replaced with a new one. Exposure to blood/bodily fluid: blood contact yes, employees are protected by gloves. Medical int. Other than first aid: a new cannula had to be inserted and the patient had to be punctured again. Safety issue: blood loss and time loss due to reapplication of a vvk the further administration of medication was interrupted."